Manufacturer narrative:
Other applicable components are: product ID: 8703w, lot# l56466, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal medication via an implanted infusion pump. Specific pump medication details were not reported. The pump's indication for use was listed as non-malignant pain/other non-malignant pain. The patient had 1.5-2 emergency surgeries and the pump and catheter were removed. The pump started 'bouncing' off the patient's pelvic bone. On (B)(6) 2015, the physician went in to reposition the pump and the patient's pocket wound developed an infection. There was drainage and the pressure bandage was completely soaked through with a glob of pus working its way out of the gauze bandage. Both oral and intravenous antibiotics were administered. The patient was in the hospital 4-5 days after the explant. He was followed by the infectious disease department. The patient was subsequently sent home with vancomycin. He became toxic to the side effects of the antibiotic and had to be rushed back to the hospital. He had never been so sick in his life. On (B)(6) 2015, a culture was performed and it was determined that the patient had spinal meningitis (specific strain was unknown) and had 24 hours to live; the patient outlived it. The infection resolved. The patient indicated that the pump gave him his life back and things changed because of his condition changing. Additional information from the company representative indicated that the pump was programmed to simple continuous mode delivering fentanyl 800 mcg/ml at a dose of 255.08 mcg/day, compounded baclofen 200 mcg/ml at a dose of 63.77 mcg/day, clonidine 30 mcg/ml at a dose of 9.566 mcg/day, neurontin 25 mg/ml at a dose of 7.971 mg/day, dilaudid 30 mg/ml at a dose of 9.566 mg/day. Information regarding other medications that the patient was taking at the time of the event, medical history and information related to the infection was not available; it was noted that the pump had moved and started rubbing the pelvis.